Event description:
Received from the FDA a copy of medwatch # (B)(4) dated (B)(6) 2012. States "event desc: pt was on an infusion of flolan for treatment of severe pulmonary hypertension due to scleroderma. Medication is critical and is not to be interrupted or abruptly discontinued for any length of time. Pt condition began to deteriorate; rn noted blood in IV tubing below tubing hub/cap, immediately changed to new IV bag and tubing. Pt condition continued to deteriorate; rn then noted leak at tubing hub/cap connection (approximately the size of a baseball) and noted a crack in the tubing connection hub/cap, preparing to change out the hub/cap when pt condition deteriorated further and a code blue was called. Pt resuscitated however, did not regain consciousness and expired. Pt was to receive flolan at 14 ml/hr via constant IV infusion per maxiplus port. IV pump was in use, but do not believe it contributed to the event." Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.